Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the laser not firing occurred due to a defective footswitch. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, soltive premium superpulsed laser system , to the olympus service center. Upon inspection and testing of the returned device, it was observed that the laser will not fire when the foot switch is compressed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
Upon inspection and testing of the returned device, it was observed that the laser will not fire when the foot switch is compressed, this is likely due to a defective foot switch. During testing and inspection of the returned device, the following was also found: the swivel base has numerous cracks, the e stop switch is loose, the swivel display is distorted however the touch function operates. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.